Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed that the valve was returned with the sewing ring removed. As the sewing ring was removed during explant and no tissue remained, no pathology report was completed for this valve. There was no visible evidence of cavitation on the disk. Performance testing revealed that the disc moved to full open and full closed position under its own weight. Dimensional and functional testing of the valve included disc movement, leak rate, open disc angle, horizontal disc to post end, closed disc clearance, disc to post clearance and disc/pivot contact. Although this valve model is no longer being manufactured and had been implanted for 14.5 years, the valve was tested against and met all the most current requirements for release. The valve met all of the testing for dimensional and functional requirements. Conclusion: the surgeon reported that a cusp did not function due to pannus overgrowth. Pannus is a known complication of long-term heart valve implants. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. There is no evidence that the performance of the valve contributed to this event. (B)(6). (B)(4).

Event description:
Medtronic received information that fourteen and a half years following the implant of this mechanical valve, the patient developed a high gradient and the valve was explanted. The surgeon reported that a cusp did not function due to pannus overgrowth. The valve was replaced with a pericardial valve with no adverse patient effects.

Manufacturer narrative:
Product analysis: the product has been returned, however, analysis has not been completed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following the completion of analysis, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.